Manufacturer narrative:
The tech found the casters were out of adjustment. He adjusted brake casters to repair the bed.

Event description:
Info received indicates the stretcher stoll rolls after the brake/steer pedal has been set to the brake position.